Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While inspecting both hp revision trays in the office, it was noticed that the black plastic cap on the end of the torque wrench was missing

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned sig fem adpt torque wrenches confirmed the black plastic protector component was missing from both. The root cause of the missing end cap is attrbuted to product design. The current complaint sample was manufactured prior to the implementation of (B)(4). The root cause of the fractured socket is attributed to torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. (B)(4) will change the dimensions of the socket feature. The current complaint sample was manufactured prior to the implementation of (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.